Event description:
It was reported that this inflatable penile prosthesis (ipp) has never functioned since implantation. The patient reported being unable to inflate the device at any time, and the physician confirmed that the pump was not operating as expected. The pump could not be squeezed, and no fluid moved into the cylinders. The device remains implanted, and a revision procedure is scheduled. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) has not functioned properly since implantation. The patient reported being unable to inflate the device, and the physician confirmed that the pump was not operating as expected, as the bulb stayed flat when squeezed and no fluid moved into the cylinders. Early post-operative follow-ups documented difficulty experienced by the patient with cycling, anxiety using the device, and complaints of fluid building up without clearing. Subsequent evaluations noted concerns that the prosthesis was not inflating fully. The physician has re-evaluated the device and confirmed it to be faulty, suspecting a leak in the system. The device remains implanted. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) has not functioned properly since implantation. The patient reported being unable to inflate the device, and the physician confirmed that the pump was not operating as expected, as the bulb stayed flat when squeezed and no fluid moved into the cylinders. Early post-operative follow ups documented the patient's difficulty with cycling, anxiety using the device, and complaints of fluid building up without clearing. Subsequent evaluations noted concerns that the prosthesis was not inflating fully. The physician later suspected a leak in the system. A surgical procedure was performed in which the device was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) has not functioned properly since implantation. The patient reported being unable to inflate the device, and the physician confirmed that the pump was not operating as expected, as the bulb stayed flat when squeezed and no fluid moved into the cylinders. Early post-operative follow ups documented the patients difficulty with cycling, anxiety using the device, and complaints of fluid building up without clearing. Subsequent evaluations noted concerns that the prosthesis was not inflating fully. The physician has re evaluated the device and confirmed it to be faulty, suspecting a leak in the system. A revision surgery has been scheduled. There were no patient complications reported.